Event description:
In the packet- the two swabs both have a "black line." This is confusing to staff, and staff places both swabs in the pcr media that results in the test being compromised and unable to be processed. Also, there are no clear directions on packaging to help mitigate this issue.